Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. During the evaluation of the device at the third-party service center visually inspected the device and found visible foam particles were observed inside the blower kit. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the unit is good quality and unit without contamination. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.